Event description:
It was reported that during a holmium laser lithotripsy of right ureter procedure, the fiber fractured in the soft scope and damaged the soft scope. The case was completed with a different device without patient complications.